Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer questioned thyroid results for 1 patient sample tested on a cobas e 801 module. The patient sample was provided for investigation where erroneous elecsys ft3 iii (ft3 iii) and tsh results were identified between the customer¿s e801 module, an e801 module used at the investigation site, a cobas 8000 e 602 module used at the investigation site, a cobas e 411 immunoassay analyzer used at the investigation site and a centaur system. It is not known if the initial results from the customer site were reported outside of the laboratory. This medwatch will cover ft3 iii. Refer to medwatch with (B)(6) for information on the tsh erroneous results. There was no allegation that an adverse event occurred. The serial number for the customer¿s e801 module was not provided. The e602 module serial number was (B)(4). The e411 analyzer serial number was (B)(4). The e801 module serial number used at the investigation site was (B)(4). The ft3 iii reagent lot number and expiration date used with the e602 module and the e801 module at the investigation site was 257824 expiring on 31-oct-2018. The ft3 iii reagent lot number and expiration date used with the e411 analyzer was 257857 expiring on 31-jul-2018.

Manufacturer narrative:
The patient sample was submitted for investigation and an interferent against a component of the reagent was confirmed. This interference is covered in product labeling. Product labeling states "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings."